Event description:
It was reported that during an unknown procedure, not all staples but some staples seemed not to be formed properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the pmr35 device was returned in good visual condition and fully functional. When tested for functionality the device fired and formed the remaining staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.